Event description:
It was reported that during usage of bd preset¿ eclipse¿ there was a failure of product to contain blood. The following was reported by the initial reporter: when the nurse was replenishing disposable items in the treatment room at around 09:00 am on (B)(6), 2023, she found that an arterial blood collection device had no piston and core rod, and there were cracks on the syringe. She had to replace the arterial blood collection device with a new one. There were no patients involved in this incident, and there was no combined use of drugs/devices.

Manufacturer narrative:
H.6. Investigation summary: "material #: 364390 lot/batch #: 2287612 bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing plunger or damaged barrel as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode missing plunger or damaged barrel. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."